Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A coil introducer and a coil were returned. The coil returned out of the coil introducer. The coil was inspected and was found kinked and severely stretched in the middle of it, also it was kinked near the base zap tip. A microscopic inspection of the main coil revealed that the apex and base zap tip shape and surface were smooth. Zap tip (apex and base) were found to be within specifications. Primary coil outer dimension and fiber bundles were found to be out of specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "compatibility with microcatheters other than the boston scientific 0.53 mm (0.021 in) lumen i.d. Microcatheters has not been established." (B)(4).

Event description:
Reportable based on device analysis completed on 28 april 2017. It was reported that coil friction occurred. The target lesion was located in the pulmonary artery. A 5mm/5.5mm vortx¿ diamond - 18 was selected for use. During the procedure, a significant resistance was encountered while advancing the coil inside the catheter. The procedure was completed with a different device. Patient's condition was stable. However, device analysis revealed that the number of fiber bundles recorded were below the assigned specification.